Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings exceeding 400 mg/dl for about three hours after a larger-than-usual meal, while using the ilet system that was issuing correction doses and a prolonged high glucose alert; the user suspected a kinked cannula but observed insulin drops during a fill-tubing check and did not change the infusion site. Symptoms included elevated blood glucose without reported ketones or acute symptoms. Outcomes included no medical intervention, no hospitalization, and subsequent improvement of blood glucose to 163 mg/dl without backup therapy. Investigation included review of device alerts and trend data, guided troubleshooting, and verification of insulin delivery through the connector during a fill-tubing procedure. Investigation of this case revealed normal device responsiveness with delivered correction attempts and observable insulin flow, with hyperglycemia temporally associated with a larger meal and no confirmed infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related hyperglycemia associated with meal estimation rather than a confirmed device malfunction.